Manufacturer narrative:
The captured screwdriver was returned and the tip was confirmed fractured. The fracture occurred at the base of the hex. Device history records were reviewed and found conforming at the time of manufacture. The returned part meets print specifications where measured. Sem analysis determined the screwdriver fractured due to ductile overload. This device is used for treatment. The screwdriver has a potential field age of approximately 3.5 years. Most commonly, excessive tightening torque is the cause of screwdriver tip fracture. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during use in surgery, the tip of the screwdriver fractured while tightening a screw.